Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On the same day, it was reported that the patient experienced confusion and disorientation. When the patient took a fingerstick, the cgm was reading 80 mg/dl, and the blood glucose reading was 471 mg/dl. The patient called the emergencies and an ambulance came to his house. The patient was treated by ems, but no specific treatment was reported. The patient was not brought to the hospital. At the time of the report the patient´s current condition was unknown. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.